Event description:
It was reported that during a follow-up contact for an unrelated matter, the patient described a new event that had occurred the previous night. The patient reported that blood glucose levels had risen above 600 mg/dl, similar to a prior episode that had resulted in diabetic ketoacidosis; however, for this event the patient did not seek medical attention and was not diagnosed with diabetic ketoacidosis by a medical professional. The patient disconnected from the device and administered manual insulin injections until blood glucose levels decreased into the 300 mg/dl range. Upon reconnecting to the device, the patient performed a full supply change and discovered that the insulin cartridge had been leaking from the open end on the plunger side, with insulin present in the cartridge chamber and on the exterior of the cartridge. After completing the supply change, blood glucose levels continued to regulate, and the patient reported no further issues. Event details and the cartridge lot information were obtained. The patient indicated that all affected supplies had been discarded and were therefore unavailable for return, and that a new shipment of supplies was already expected, so no replacement order was needed. Education was provided regarding cartridge filling practices, including guidance to limit fill volume to help reduce the risk of overfilling and potential leakage, and the patient expressed understanding and did not require additional assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.